Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the roller pump rotated part way and then stopped. The user further analyzed the roller pump and indicated the message display area did not function as expected. An alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully. Since the event occurred prior to the onset of cardiopulmonary bypass, there was no adverse consequences to a pt as a result of this event.

Manufacturer narrative:
Eval in progress but not yet concluded.